Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 33.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. The device was initially implanted due to congestive heart failure (chf) exacerbation and a history of syncopal episodes. The patient was discharged on (B)(6) 2016 from (B)(6). Upon arrival at home (100 miles away) the patient was unresponsive and was transported to (B)(6) where she was pronounced deceased after resuscitative efforts were unsuccessful.